Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported an asymptomatic patient presented for a routine pre-discharged check a day after the implant of the left ventricular lead. During the check, high left ventricular threshold was observed with every single configuration on the left ventricular lead. It was discovered that the lead was dislodged proximally into the main body of the coronary sinus. The lead was explanted and replaced. The patient was stable after the procedure.